Event description:
It was reported, that the subject device is experiencing a suspected disconnection. And is not displaying any image. The malfunction occurred, during a therapeutic stent replacement procedure. But, the procedure was completed with another device without any delays. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection. And the reported failure not confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: there is a scratch on the lens of the main body, the video connector is cracked and there is corrosion on the coupler. A root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.